Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the drawer was inaccessible due to missing screws from the hard stop. A field service engineer replaced the screws to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the half- height cubie drawer didn't close, causing the whole station to become inaccessible when users tried to retrieve the medication. The customer reported that there was no delay in the patient workflow since users set a workaround to get the medications from another station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the pyxis medstation es system, the half- height cubie drawer didn't close while nurses were dispensing medication. The whole station became inaccessible when users tried to retrieve the medication. The customer reported that users set a workaround to get the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the half height cubie drawer was not closed. A field service engineer found that the issue was due to missing screws from the hard stop. The field service engineer replaced the screws to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.